Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had no power and screen was black. A field service engineer (fse) found auxiliary 4.2 with a dead drawer board and interface board. The fse removed and replaced drawer controller boards, interface board, pyxis module controller board and row board ribbon cable and reconfigured to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the device had no power, and the screen was black. The customer confirmed that the station was rebooted and the power cable was secure, but the device still did not power on. Additionally, station (t05) was showing offline in the remote support service and was last seen 30 minutes ago. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.